Event description:
Tap. It was reported that 90 days after implantation of a 3.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left main artery. A pre-intervention stenosis of 75% was reported. A 3.5x16mm taxus stent was deployed at 14 atm in the region of the lesion. A post-intervention residual stenosis of 0% was reported. No information concerning complications was reported. The patient presented 90 days after the initial procedure with an 80% in-stent restenosis in the ostium of the left main artery. It was not reported that the lesion was pre-dilated. A 3.5x12mm taxus drug eluting stent was deployed in the left main artery in the region of the lesion. Subsequently, a 3.0x32mm taxux stent was initially unable to cross the ostium of the left main artery. Angioplasty was performed on the ostium of the left main artery using a 3.0x30mm maverick balloon. The 3.0x32mm taxus stent was then deployed in the ostium of the left main artery. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received heparin during and plavix after the procedure. It was reported that there was no dissection of the re-stented segment.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.